Manufacturer narrative:
Ongoing driveline infection reported in MFR# 2916596-2019-03913. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted for driveline infection (serratia). Patient taken for wound washout and woundvac - blood cultures negative and discharged home in intravenous zerbexa. The patient was explanted on (B)(6) 2019 due to lv recovery (ejection fraction 50-55%) and ongoing driveline infection. The patient status warranted weaning and stopping lvad therapy due to myocardial recovery. The device was performing as intended - no abnormal pump parameters at the time of explant. No other mechanical circulatory support device has been implanted at this time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.